Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to stimulation inadequate. No adverse patient effects were reported. The device will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: (B)(4). Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7092390.